Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune thyroiditis ('hashimoto's thyroiditis'), tenoplasty ('ankle tendon repair and ligament repair 2 times') and ligament operation ('ankle tendon repair and ligament repair 2 times') in a 38-year-old female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included achilles tendon repair. Concurrent conditions included overweight, uterine prolapse, hemorrhoids, right lower quadrant pain, foreign body in uterus, any part, perineal pain, uterovaginal prolapse, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and urticaria ("hives"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and raynaud's phenomenon ("autoimmune skin atopy raynauds"). In (B)(6) , the patient was found to have weight increased ("weight gain") and experienced abdominal distension (" gi conditions:bloating"), pelvic discomfort ("pelvic fullness/pressure") and peripheral swelling ("swelling to hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: loss of libido"), abdominal pain ("abdominal pain"), constipation ("constipation"), dermatitis allergic ("rashesh/ allergy rash/skin condition"), bladder disorder ("bladder problems"), crest syndrome ("crest syndrome"), dysmenorrhoea ("feeling sharp stabs of pain right around my menstrual cycle") and rash ("rash") and underwent tenoplasty (seriousness criterion medically significant) and ligament operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, menorrhagia, weight increased, pelvic discomfort, peripheral swelling, abdominal pain, constipation, dermatitis allergic and rash had resolved, the autoimmune thyroiditis, ligament operation, vaginal haemorrhage, urticaria, abdominal distension, bladder disorder and dysmenorrhoea outcome was unknown and the raynaud's phenomenon was resolving. The reporter considered abdominal distension, abdominal pain, autoimmune thyroiditis, bladder disorder, constipation, crest syndrome, dermatitis allergic, dysmenorrhoea, ligament operation, loss of libido, menorrhagia, pelvic discomfort, pelvic pain, peripheral swelling, rash, raynaud's phenomenon, tenoplasty, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for abdominal pain, pelvic pain, menorrhagia, allergy, autoimmune skin atopy raynauds, autoimmune thyroiditis, pelvic fullness/pressure, swelling to hands and feet diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on 30-jul-2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: anteverted uterus of normal size and contour the endometrium measures 11mm and appears normal. The right ovary contains at least two sonolucent cyst . The largest is 39mmx21mmx34mm. The left ovary is normal the essure coils are seen in bilateral cornual .. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, abdominal pain, pelvic fullness lot number: 20227410 manufacturing date: 2009/11 expiration date: 2012/11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added events crest syndrome, feeling sharp stabs of pain right around my menstrual cycle, rash. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune thyroiditis ('hashimoto's thyroiditis'), tenoplasty ('ankle tendon repair and ligament repair 2 times') and ligament operation ('ankle tendon repair and ligament repair 2 times') in a 38-year-old female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included achilles tendon repair. Concurrent conditions included overweight, uterine prolapse, hemorrhoids, right lower quadrant pain, foreign body in uterus, any part, perineal pain, uterovaginal prolapse, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and urticaria ("hives"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and raynaud's phenomenon ("autoimmune skin atopy raynauds"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced abdominal distension (" gi conditions:bloating"), pelvic discomfort ("pelvic fullness/pressure") and peripheral swelling ("swelling to hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: loss of libido"), abdominal pain ("abdominal pain"), constipation ("constipation"), dermatitis allergic ("rashesh/ allergy rash/skin condition") and bladder disorder ("bladder problems") and underwent tenoplasty (seriousness criterion medically significant) and ligament operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, menorrhagia, weight increased, pelvic discomfort, peripheral swelling, abdominal pain, constipation and dermatitis allergic had resolved, the autoimmune thyroiditis, ligament operation, vaginal haemorrhage, urticaria, abdominal distension and bladder disorder outcome was unknown and the raynaud's phenomenon was resolving. The reporter considered abdominal distension, abdominal pain, autoimmune thyroiditis, bladder disorder, constipation, dermatitis allergic, ligament operation, loss of libido, menorrhagia, pelvic discomfort, pelvic pain, peripheral swelling, raynaud's phenomenon, tenoplasty, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for abdominal pain, pelvic pain, menorrhagia, allergy, autoimmune skin atopy raynauds, autoimmune thyroiditis, pelvic fullness/pressure, swelling to hands and feet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: anteverted uterus of normal size and contour the endometrium measures 11mm and appears normal. The right ovary contains at least two sonolucent cyst . The largest is 39mmx21mmx34mm. The left ovary is normal the essure coils are seen in bilateral cornual . Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, abdominal pain, pelvic fullness lot number: 20227410 manufacturing date: 2009/11, expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : events added- bladder disorder, tenoplasty, ligament operation. Outcome of events ¿pelvic pain, menorrhagia, peripheral swelling, pelvic discomfort, gi conditions, loss of libido, weight increased" updated to ¿recovered / resolved¿. Event rash updated to allergic rash. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a 38-year-old female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included achilles tendon repair. Concurrent conditions included overweight, uterine prolapse, hemorrhoids, right lower quadrant pain, foreign body in uterus, any part, perineal pain, uterovaginal prolapse, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and urticaria ("hives"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and raynaud's phenomenon ("autoimmune skin atopy raynauds"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"), pelvic discomfort ("pelvic fullness/pressure") and peripheral swelling ("swelling to hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: loss of libido"), abdominal pain ("abdominal pain"), constipation ("constipation") and rash ("rashesh"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, abdominal distension, pelvic discomfort and peripheral swelling outcome was unknown, the raynaud's phenomenon, weight increased and constipation was resolving and the abdominal pain and rash had resolved. The reporter considered abdominal distension, abdominal pain, autoimmune thyroiditis, constipation, loss of libido, menorrhagia, pelvic discomfort, pelvic pain, peripheral swelling, rash, raynaud's phenomenon, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: anteverted uterus of normal size and contour the endometrium measures 11mm and appears normal. The right ovary contains at least two sonolucent cyst . The largest is 39mmx21mmx34mm. The left ovary is normal the essure coils are seen in bilateral cornual. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, abdominal pain, pelvic fullness lot number: 20227410 manufacturing date: 2009/11 expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a (B)(6) female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendon repair. Concurrent conditions included overweight, uterine prolapse, hemorrhoids, right lower quadrant pain, foreign body in uterus, any part, perineal pain, uterovaginal prolapse, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and urticaria ("hives"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and raynaud's phenomenon ("autoimmune skin atopy raynauds"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"), pelvic discomfort ("pelvic fullness/pressure") and peripheral swelling ("swelling to hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: loss of libido"), abdominal pain ("abdominal pain"), constipation ("constipation") and rash ("rashesh"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, abdominal distension, pelvic discomfort and peripheral swelling outcome was unknown, the raynaud's phenomenon, weight increased and constipation was resolving and the abdominal pain and rash had resolved. The reporter considered abdominal distension, abdominal pain, autoimmune thyroiditis, constipation, loss of libido, menorrhagia, pelvic discomfort, pelvic pain, peripheral swelling, rash, raynaud's phenomenon, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: anteverted uterus of normal size and contour the endometrium measures 11mm and appears normal. The right ovary contains at least two sonolucent cyst . The largest is 39mmx21mmx34mm. The left ovary is normal the essure coils are seen in bilateral cornual. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, abdominal pain, pelvic fullness quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Injury nos replaced with new event loss of libido. New events abnormal bleeding (vaginal, menorrhagia), hashimoto's thyroiditis, autoimmune skin atopy raynauds, hives, weight gain, bloating, pelvic fullness, swelling to hands and feet, abdominal pain, pelvic pain, constipation, rashesh, uterine prolapse, pressure were added. Lab data, lot number ,concomitant conditions, reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.